Event description:
The clinic reported that a laser vision correction patient presented with corneal ectasia in both eyes approximately 4 years following a laser enhancement treatment. The patient's uncorrected visual acuity is 20/40 in the right eye and 20/30 in the left eye. The best corrected visual acuity is 20/20 in each eye. The patient was referred to a specialist for follow-up care and possible cross linking.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and does not request or require field service or clinical support. All pertinent information available to amo has been submitted.  Placeholder.